Manufacturer narrative:
Per the reported event, the inaccuracy during navigation was due to reference frame movement by the operator, and no a malfunction of the device. The system behaved as designed.

Event description:
A medtronic representative reported the dynamic reference frame had moved on the pt's head during draping. The navigation was inaccurate. They had to un-drape, re-register, and then drape again. They proceeded with navigation and there was no harm to the pt.